Event description:
It was reported that a patient underwent a rhinoseptoplasty on (B)(6) 2022 and suture was used. At the moment of suturing the septum, the needle broke, leaving a part in the cartilage, which was removed. There was a delay in care. The patient was scheduled for septoplasty plus cornets in (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the batch of the product. Ar4550. Name of surgical procedure? Rhinoseptoplasty. What is the diagnosis and indication for the surgical procedure? Septal deviation, cartilage suture. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other) open. On what tissue was the suture used? Cartilage and mucosa. What was the condition of the tissue (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Separated stitches. What instruments were used to grasp the needle? Needle carrier. Where did the needle get caught during use? Three quarter needle. Were x-rays done to locate the needle fragment? Nope. What was the size of the broken needle fragment? Half. Were the needle parts retrieved during the same procedure? Yes. Was the part/device retained in the patient's tissue? Yes. Did the surgeon observe any deficiency or anomaly of the suture before, during, after the placement of the suture or during any reoperation? No. Was additional dissection required in tissues other than the target tissue to retrieve the broken needle piece? If yes, describe. No. Please explain the statement "patient scheduled for septoplasty plus turbinates." Does this second scheduled procedure have anything to do with the needle breakage event during the initial procedure? No. If yes, please explain. What is the date for the scheduled septoplasty plus turbinates? (B)(6) 2022. Was the septoplasty plus turbinates procedure scheduled due to needle breakage that occurred during the initial procedure or was the patient already planning to undergo another septoplasty plus turbinates procedure or is this procedure where the reported event occurred? It was not programmed from the beginning as such. What is the physician's opinion as to the etiology or contributing factors of this event? None since it was a suture defect. Was there a surgical delay due to the problem presented with the medical device? Yes, 15 minutes. In the doctor's opinion, could the delay in the procedure have contributed to the patient's death or serious injury? If yes, please provide details. No. Did the patient require prolonged hospitalization for any medical condition caused by the delay in the procedure? If yes, please provide details. No. Were there any consequences to the patient or change in the patient's postoperative care as a result of the surgical delay? (Prolonged hospital stay, readmission, re-operation, etc.) No. What is the current status of the patient? Recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/9/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code 744t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. As part of ethicon¿s quality process every product is manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/3/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that on broken needle at the middle of body product code 744t was received. Marks due to use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.